Event description:
During an in clinic follow-up, it was not possible to interrogate the device and there was no magnetic response. The device was able to be interrogated after multiple attempts. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of loss of ble connection was reported to abbott. The device was no returned for analysis; however, device records were reviewed by an abbott software engineer who confirmed loss of ble connection. Based on the information provided, it was suspected to be related to device being on the borderline ble range, as the second interrogation appeared to be much slower. The device exhibited magnet response, which is why the device was ultimately able to be interrogated and the longer placement of the magnet did not contribute to improved connection as magnet response is triggered once the magnet is removed.